Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.50x28 synergy drug eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a 2.5x32 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Synergy ous, mr, 2.5x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal strut damaged; distorted and pulled in a proximal direction. The undamaged proximal stent od (outer diameter) was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink within strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.50x28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed with a 2.5x32 synergy stent. No patient complications were reported and the patient's status was good.